Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), genital haemorrhage ("heavy abnormal bleeding") and device dislocation ("migration") in a 39-year-old female patient who had essure (batch no. B69462(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included asthma since 1999, acid reflux (oesophageal), diabetes since 2016, parity 2, fibrocystic breast disease and insomnia. Concomitant products included amitriptyline, beclometasone dipropionate (qvar), lorazepam, metformin, methocarbamol (robaxin), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder injury ("bladder damage"), polymenorrhoea ("mentrual cycle became more frequent"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (right sapingectomy and hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, device dislocation, abdominal pain, vulvovaginal pain, bladder injury, polymenorrhoea, dysmenorrhoea and adnexa uteri pain outcome was unknown and the abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, polymenorrhoea and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), genital haemorrhage ("heavy abnormal bleeding") and device dislocation ("migration") in a 39-year-old female patient who had essure (batch no. B69462) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included asthma since 1999, acid reflux (oesophageal), diabetes since 2016, parity 2, fibrocystic breast disease and insomnia. Concomitant products included amitriptyline, beclometasone dipropionate (qvar), lorazepam, metformin, methocarbamol (robaxin), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder injury ("bladder damage"), polymenorrhoea ("mentrual cycle became more frequent"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adnexa uteri pain ("ovarian pain"). The patient was treated with right salpingectomy and hysterectomy and essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, device dislocation, abdominal pain, vulvovaginal pain, bladder injury, polymenorrhoea, dysmenorrhoea and adnexa uteri pain outcome was unknown and the abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, polymenorrhoea and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, and ovarian pain added. Concurrent condition, concomitant medication, lot number, reporters, events outcomes also added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration / migration of essure device- location of device: unable to locate left coil") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no. B69462(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included asthma since 1999, acid reflux (oesophageal), diabetes since 2016, parity 2, fibrocystic breast disease and insomnia. Concomitant products included metformin since (B)(6) 2016 for diabetes, amitriptyline since 2017 for migraine as well as beclometasone dipropionate (qvar), lorazepam, methocarbamol (robaxin), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder injury ("bladder damage"), polymenorrhoea ("mentrual cycle became more frequent") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy (uterus and cervix removed); hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, bladder injury, polymenorrhoea, dysmenorrhoea, adnexa uteri pain and vaginal haemorrhage outcome was unknown and the abdominal pain lower, dyspareunia and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, polymenorrhoea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms were decreased soon thereafter. Discrepancy in removal date: (B)(6) 2015(as per pfs) and surgery : unilateral salpingectomy(previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Heavy bleeding outcome were updated. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation"), device dislocation ("migration / migration of essure device- location of device: unable to locate left coil") and genital haemorrhage ("heavy abnormal bleeding") in a 39-year-old female patient who had essure (batch no. B69462(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Concurrent conditions included asthma since 1999, acid reflux (oesophageal), diabetes since 2016, parity 2, fibrocystic breast disease and insomnia. Concomitant products included metformin since (B)(6) 2016 for diabetes, amitriptyline since 2017 for migraine as well as beclometasone dipropionate (qvar), lorazepam, methocarbamol (robaxin), omeprazole (prilosec) and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder injury ("bladder damage"), polymenorrhoea ("mentrual cycle became more frequent") and adnexa uteri pain ("ovarian pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, abdominal pain, vulvovaginal pain, bladder injury, polymenorrhoea, dysmenorrhoea, adnexa uteri pain, vaginal haemorrhage and menorrhagia outcome was unknown and the abdominal pain lower and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, bladder injury, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, polymenorrhoea, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms were decreased soon thereafter. Discrepancy in removal date: (B)(6) 2015(as per pfs) and surgery : unilateral salpingectomy(previously reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia). And migration of device- location of device: unable to locate left coil events clubbed to previous events. Reporter information & onset date were updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), genital haemorrhage ("heavy abnormal bleeding") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and bladder injury ("bladder damage"). The patient was treated with surgery (plaintiff had surgery to remove the essure.). Essure was removed in (B)(4) 2015. At the time of the report, the perforation, genital haemorrhage, pelvic pain, device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower and bladder injury outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder injury, device dislocation, genital haemorrhage, pelvic pain, perforation and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: new reporters was added. New event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.